Manufacturer narrative:
The instrument has been investigated. The customer is using isbt sample identification bar code labels, but had changed their scanner setup to read all barcode symbology. Customer technical services evaluated the instrument's bar code scanner and could not reproduce the event. The customer reset their scanner to read isbt code only. The instrument tested without further problem, and was returned to service.